Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Olympus repair center confirmed that the screw was caught inside the power switch. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over six and a half years ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to degraded with the age of the device or inappropriate handling of the device by the user. Omsc surmised the screw inside the device was detached due to repeated use for a long time, and it was caught in the inside of the power switch. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection at olympus repair center, olympus repair center found that the device could not be turned on power due to a failure power switch. Olympus repair center also found that the screw was stuck at the power switch. Olympus repair center took out the screw and the phenomenon was resolved. There was no report of patient injury associated with this event.